Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Bivalirudin, aspirin, plavix, heparin; rx acculink stent ((B)(4)) . The rx acculink ((B)(4)) is being reported under a separate medwatch report number. There was no reported product deficiency. The reported patient effects of cerebrovascular accident (stroke), embolism and ischemia are listed in the product instruction for use as potential adverse effects. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported via a trial that during a stenting procedure, immediately after pre-dilatation in the right internal carotid artery, the patient experienced a cerebrovascular accident with left hemiparesis. After an acculink stent was implanted in the index target lesion, a suspected edge dissection occurred possibly limiting flow. A second stent was deployed to treat the dissection. Flow was restored once several aspirations were performed and the rx accunet was removed. Due to the large amount of debris that filled the rx accunet and was aspirated, an embolic stroke was suspected. The patient was treated with heparin therapy. The patient was discharged to a rehabilitation facility on (B)(6) 2010. The patient condition was unchanged. Though requested no additional information was provided.